Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify device heating up due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 500 mg/dl. Customer stated that the insulin pump was beeping and it was burning hot to touch. Customer stated that there was a battery message on the screen. Customer stated that the battery compartment was heating. Customer stated that the wrapper was melted and the top was stuck to the battery cap. Customer declined troubleshoot for high blood glucose level due to blank display. The insulin pump will be returned for the analysis.